Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated the brown wire of the c & d cable was broken at the connector area. The root cause for the broken wire was unable to be positively identified. There were no adverse events associated with the damaged electrode belt.